Event description:
Originally this was to be reported on the (B)(6) report. Based on analysis completed on (B)(6) 2010 this will now be reported as an individual MDR. It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 90% stenosed lesion was located in a shunt of a non calcified and moderately tortuous brachium vessel. After the guidewire crossed the lesion the (B)(4) balloon was inserted and inflated. On the first inflation the balloon ruptured at ten atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. Device analysis revealed a circumferential tear.

Manufacturer narrative:
(B)(4). A visual and tactile examination revealed no damage was noted to the shaft of the device. The balloon was not folded or wrapped around the shaft of the device. There were traces of dried blood visible inside the balloon. The device was then attached to an encore inflation unit and the balloon was inflated to its rated burst pressure (rbp) when a leak was noted. Microscopic examination of the balloon noted a circumferential tear had occurred in the balloon material 5mm proximal to the tip of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).